Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened up arrow button dome switch. The insulin pump was also received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had keypad anomaly. Customer's blood glucose was 159 mg/dl. Troubleshooting was done. Advised the customer that insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.